Event description:
Caller alleged false positive troponin (tni) wholeblood sample when testing with triage profiler device versus another format. Patient was diagnosed "mva" and discharged.

Manufacturer narrative:
Product support did not confirm the complaint. No false positive or elevated tni results were observed with retain devices. Results were within manufacturing specifications. No patient sample or devices were returned by the caller for evaluation. The complaint could not be verified or determine any product deficiency.